Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 48 mg/dl. Reportedly, the customer naturally goes low around the same time every day. Glucose tablets, a protein bar, and jelly beans were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.